Manufacturer narrative:
During the examination, it was found that the cutting loop was pulled out in the distal area. The reason for this could be, for example, too high a tensile force on the loop without the hf current being activated, or on the other hand that the activation time was too long and the wire thus burned through. The IFU points out the correct handling. Since the torn wire was not sent along, it can also not be traced how often this was already in use and possibly worn out. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was reported that the during a holep resection the reusable bipolar loop separated in the patient. According to the information received, no harm to patient, user or third occurred. The case could be completed successfully with no delay.

Manufacturer narrative:
The item in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).